Event description:
During follow-up, increased pacing impedance was observed on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in three pieces with the helix extended and clogged with blood and tissue. The impedance test could not be performed due to the as received condition of the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. Additional findings unrelated to the report event were observed. Visual examination of the lead found an external insulation abrasion breaching the outer insulation exposing the outer coil due to friction to the device can proximal to the suture sleeve tie impressions.